Event description:
It was initially reported that the device was explanted after an implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report three weeks ago, the ring was implanted to correct the mitral insufficiency present in the patient. "After several attempts to sort of repair this, I decided not to fuss around with this for any longer and decided to go with the valve replacement."

Event description:
It was reported that the device was explanted after an implant duration of approximately 64.7 months. Through the operative report, it was learned that the device was explanted due to a paravalvular leak.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.